Event description:
During an in-clinic follow-up, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead, of a pacemaker dependent patient. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.